Event description:
It was reported that the patient experienced a shocking or jolting sensation in his testicles when he turned the stimulation on. The patient had slipped on the stairs and hit his back approximately two weeks prior to the report. The patient had not used the stimulation until 3-5 days later; that's when he had a jolting sensation in his testicles. The doctor took x-rays on (B)(6) 2010, which showed the wires were in place. It was reported that the "wires, it's fallen" and something was wrong with the device. No patient treatment or outcome was reported.

Manufacturer narrative:
(B)(4).